Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck. Patient slipped and fell from 0,5m height on right hip. Patient wasn't able to step on his foot again. Femoral neck fracture of the endoprosthesis appeared.